Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery rapidly depleted from 80% to 5% battery life and would not charge despite the attempted use of multiple power sources. Customer reported a blood glucose level of 172 and administered an insulin injection. Customer indicated insulin injections were available as back-up therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.